Event description:
It was reported that during a acl reconstruction surgery the biosure ha screw broke while it was screwed in. All the broken pieces were removed from the patient by tweezers. The procedure was finished using a back-up device was used in the originally drilled bone hole, no void was left in the patient. No delay or further complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The screw tip is broken away and the threads are deformed. There is debris on the device. A review of the customer provided image finds the complaint device with the tip fractured. Based on the condition of the product material found during visual inspection, additional material testing is not required. This case reports the breakage of an biosure ha screw during its was while being screwed in during an acl reconstruction surgery. According to the report, all the broken pieces were removed from inside of the patient by tweezers and the surgeon was able to complete the surgery without delay using the original bone hole. An undated, unlabeled photo was provided that shows a biosure screw is in an external packaging that is not from s+n. It was confirmed by visual inspection the returned screw tip was broken. It was reported, the surgeon was able to complete the surgery using a back-up device using the originally drilled bone hole, without leaving a void in the patient. Since it was reported, there was no surgical delay or other complications, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.